Manufacturer narrative:
A patient had a lead revision due to experiencing ineffective stimulation was reported to abbott. It was determined an additional lead was added to an existing drg system to improve coverage. The lead was repositioned and anchored it. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to drg lead had migration. The patient underwent surgical intervention where the lead was repositioned.